Event description:
Boston scientific received information, that during a post-operative check after a device replacement procedure. It was observed, that there was no capture in bipolar configuration for the competitor right ventricular (rv) lead. An out of range impedance measurement was noted. After the configuration was reprogrammed to unipolar, impedance and threshold measurements were tine. An insulation issue was suspected. No ventricular asystole was associated with the loss of capture. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).